Event description:
Pdc received a call on (B)(6) 2013 reporting a medical intervention that occurred on (B)(6) 2013 at 4:31am. Pts husband (B)(6) called in stating he work and found his wife (B)(6) sitting in the kitchen unresponsive and clammy to the touch. Prodigy meter reading at the time of the event was 298mg/dl. (B)(6) stated that while waiting for paramedics (B)(6) was given 2 glucose tablets, a regular soda and 1 slice of bread with peanut butter and honey. Paramedics arrived and performed glucose test with their meter with results of 97mg/dl. Then 30-40 minutes passed between initial testing with prodigy and paramedics meter. At emergency room (B)(6) only recalled pt being hooked up to unk IV. No other information regarding blood testing at emergency room was available from (B)(6). Stay in emergency room was 1 hour. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found the device is not manufactured by us, it was made by another manufacturer (B)(4).